Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. We have contacted the initial reporter to request add'l info and if available, to request return of the device for eval. A mfg review that included a review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. The attorney's report alleges that the patient developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." This MDR includes all patient, event and device info davol has received to date. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 patient underwent hernia repair with a composix kugel mesh. The attorney's report alleges infections